Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> examination of the returned device finds the white markings are missing/wearing. Complaint database search identified similar complaints received previously. The previous investigations found the ink appearing to have been removed as a result of autoclave cycling due to multiple uses. Since the ink is backfilled into debossed marking, even if the ink is removed, the number markings remain, and are usable for the surgeon, though with a lower contrast. A solution to this issue of lost ink markings has been identified by product development. The new design of instrument (B)(4) will replace the current (B)(4). The new design has been released. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states "office set. Did not affect surgery".